Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter stated the patient had surgery with integra mozaik in (B)(6). On (B)(6) 2012 the patient presented with a hematoma. The doctor reopened and cleaned the surgical wound; and did not see any sign of infection. The patient has not had further problems. The doctor said he didn't feel there was a problem with mozaik.